Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages and adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt trunk cable connector was cracked and unable to connect to the monitor. The root cause for the broken trunk cable connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and bent pins or damaged e-belt connector.